Manufacturer narrative:
Additional narrative: subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing date: august 12, 2015. No issues during the manufacture of the product were found that would contribute to this complaint condition. The raw materials, which were delivered as lot 335119 and lot 137650 were corresponding to the specifications. The hardness was measured at the time of the manufacturing at 45.9 hrc and at 53.2 hrc for each respective raw material lot. Both were found to be good. No non-conformance reports were generated during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the impactor received is in good condition overall. There are small wear linear marks on the distal tip, where the implant attaches to the instrument. There are also faint radial wear marks where the handle spins against the shaft. The spring tab that retains the handle does not appear bent or deformed, neither does it show any evidence of being previously bent or deformed. One item of note is the peeling of the red epoxy at the distal tip. The handle retaining spring tab was bent back to allow for passage of the connecting screw. The part sent back to complaint handling was functioning properly. The complaint event of having the connecting screw jammed in the insertion device cannot be replicated with the returned device. An additional defect was noticed during the product investigation. This defect is the absence and peeling of several of the color-coded epoxy features on the insertion handle. The epoxy markings on these instruments are expected to withstand multiple reprocessing cycles. The root cause of the complaint condition is unknown. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the inspection of a trochanteric fixation nail-advanced system (tfn-a) helical blade inserter, it was noted that a piece, on the side of the device, a set screw was slightly bent. If not bent out of the way, the helical blade inserter cannot slide properly to fully engage the helical blade. This was noted after the device was used in a surgery and sterilized. The bent set screw was able to be manipulated and aligned so that the device seemed to operate properly. Reportedly there were no noted issues during the previous surgery, that no patient was involved or impacted by the complaint description. This is report 1 of 1 for (B)(4).